Event description:
It was reported that low pacing impedance and high capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead. Additionally, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Furthermore, the device did not provide high output pacing during an episode of right ventricular loss of capture. The rv lead was capped and replaced to resolve the event. During the same procedure, the device was explanted and replaced due to normal elective replacement indicator. The patient was in stable condition.